Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the right eye (od), the patient presented at the postoperative appointment with the chief complaint of an inability to see. Slit lamp examination identified 4+ corneal edema. Intravitreal injections of vancomycin and ceftazidime were administered the same day. Culture and sensitivity testing revealed no organisms, with moderate white blood cells present. The retina specialist, who managed the patient postoperatively, documented a differential diagnosis of toxic anterior segment syndrome (tass) versus endophthalmitis. At the 1-week postoperative visit, slit lamp findings showed improvement, fibrin membrane and hypopyon were no longer present. At the 2-week postoperative visit, the patient reported intermittent blurry vision. Clinical examination continued to show improvement, including decreased vitreous debris and a clear cornea. At approximately seven weeks postoperative, the patient demonstrated continued clinical improvement, the vitreous was noted to be clear without hemorrhage, cells, or pigment. The patient was diagnosed with posterior capsule opacification (pco). At 4.5 months postoperative, the patient had tapered off all topical medication and reported constant blurry vision and disturbance from by vitreous debris. Examination showed a quiet anterior segment, a centered pciol with posterior capsular opacification, and vitreous debris. The macula demonstrated pigment clumping and drusen. Optical coherence tomography (oct) findings were consistent with dry age-related macular degeneration. The patient was referred back to the implanting surgeon to schedule a yag laser capsulotomy, with reassessment planned to follow the procedure. Medications prescribed for use at home post-operatively: pred-moxi-brom (combo drop) 1 gtt qid bid qd durezol 0.05% qid moxifloxacin 400 mg qd x 7 days vigamox 0.5% qid bid cyclogyl 1% tid (d/c (B)(6) 2025) preservative free drops qid tid qd qod.

Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.